Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. A sample evaluation was performed. The external and internal visual inspection revealed no problems. The device was tested and passed both the return instrument test / evaluation (rite) functional test and rite electrical test. The reported event could not be verified during the sample evaluation and the review of the logs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed an inaccurate fluid reading on the homechoice (hc) after use. The nurse stated that the displayed ultrafiltration (uf) on the hc did not match what was in the bag. The home patient (hp) stated that the uf on the hc said -410, but they weighed the drain bag and stated it should have read positive 400. The patient was not connected at the time. The technical service representative (tsr) explained that the initial drain and the priming would have been in the drain bag as well, so the numbers would not have been the same. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis until the new machine arrived, because the hc was still operational. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.